Event description:
A pt care technician experienced a needle stick injury from a syringe needle that protruded through the wall of a half full sag 4835tr gatorguard sharps container which was reported to contain only syringes. Needles and phlebotomy tubes. She was sent to the ER for blood tests and was prescribed hiv oral prophylaxis. She is reported to be currently "fine".